Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the lead was returned in two pieces. Visual examination of the returned middle portion of the lead found that the insulation was abraded at 6.2 cm to 6.4 cm from the proximal cut end. The abrasion was consistent with exposure to friction against another implantable device. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.